Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer states that they were dancing and was wearing the insulin pump in clothing prior to the button error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).